Manufacturer narrative:
(B)(4). The event occurred on an unspecified date in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette leaked where the luer connects to the tubing. This was found during priming. The patient started over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One companion sample was received in an unopened pouch for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure leak testing was performed with no issues noted. Functional testing was also performed with no issues noted, which included clear passage testing, clamp function testing, and device-device interaction testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.